Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was displaying an unknown error message of ¿try another strip¿. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began in (B)(6), 2017; however, he was unable to recall the specific date or time. The patient manages his diabetes with ¿lisonprody¿ (dose not specified), self-adjusted insulin (humalog, 60 units 3 times daily), and oral medication (glipizide, dose not specified). The patient reported that in response to the alleged issue, he continued to follow his usual diabetes management regimen based on a sliding scale. The patient claimed that within 30 minutes of the alleged error message appeared, he developed symptoms of feeling ¿dizzy and shaky¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to walk through a retest and the alleged issue therefore remained unresolved. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged error issue began.